Manufacturer narrative:
(B)(4).

Event description:
It was reported that infection was observed. Physician suspected the infection maybe due to last device replacement procedure. Patient has an allergy to metals however infection was not due to this since device was coated. Device was explanted and a new device was implanted. Patient had no adverse consequences and was stable during and post procedure.